Manufacturer narrative:
Implant regio 14 fractured. Construction was a telescoping prosthesis. Bone loss following implant instability was caused by patient related periimplantitis. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.